Manufacturer narrative:
The ge service rep conducted an onsite investigation. The transition board, the controller board, and the universal node controller board were replaced. The nodes were reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the system displayed an x-ray on and an x-ray disabled error message. No pt injury was reported.